Event description:
It was reported that the balloon of this device burst on its first inflation during an angioplasty procedure. There has been no claim of injury related to this event. The device is being returned for analysis.